Event description:
It was reported that the balloon was cracked, resulting in liquid leakage and inflation failure. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advance for dilation. During the procedure, it was noted that the balloon was cracked, resulting in liquid leakage and inflation failure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had two ruptures, one at 10cm from the tip and another 12cm. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Event description:
It was reported that the balloon was cracked, resulting in liquid leakage and inflation failure. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advance for dilation. During the procedure, it was noted that the balloon was cracked, resulting in liquid leakage and inflation failure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter zip/post code: updated. Device evaluated by MFR: the sterling device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had two ruptures, one at 10cm from the tip and another 12cm. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Event description:
It was reported that the balloon was cracked, resulting in liquid leakage and inflation failure. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advance for dilation. During the procedure, it was noted that the balloon was cracked, resulting in liquid leakage and inflation failure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.